Event description:
Spontaneous inbound call from the patient who states during her infusion on (B)(6) 2020 the tubing malfunction and gamunex leaked out, she did not want to speak to a pharmacist, she will contact her doctor for advise. She did not want a replacement at this time. She did not report any side effects or problems missing her infusion. No other information was provided. Patient still has defective product on hand. Indication-nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver. Dates of use: (B)(6) 2019 to current.